Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2013, the patient suffered from a condition in his lower back which required stabilization of his spine. As a result of patient's medical condition, doctor installed hardware into his back which included titanium screws. Post-op, on (B)(6) 2014 (date is approx.), two of the titanium screws broke causing the hardware installed to become loose and destabilize the spine and pain to the patient. Allegedly, the patient underwent revision surgery for installation of new hardware and titanium screws.